Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a patient reports seeing sparkles at night that interfere with driving and glare during the day when sunlight reflects off of automobiles. Left eye: MDR #1119421-2007-00300. Right eye: MDR #1119421-2007-00301.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information as requested 06/20/2007 and 06/28/2007 by mail, phone and fax. Additional information as received 06/20/2007 and 07/02/2007 by phone and fax.